Manufacturer narrative:
Vyaire reference #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the failure and identified that the power supply required replacement. After the power supply was replaced, the device was calibrated and passed all tests, operating to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen goes on and on by itself, sometimes it does not power up at all. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a failed power supply causing a power fail signal.